Event description:
Patient claims that foley catheter balloon partially deflated which allowed catheter drainage eyes to be blocked which caused autonomic dysreflexia. Patient treated at hospital and released.